Event description:
It was reported that during pre-op, when the doctor installed the blade into the handpiece for testing. She found the blade had obviously shake. The doctor tried to reinstall the blade but useless. Finally, the doctor changed a new blade and the blade could function normally. There was no patient involvement associated with the event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, pouch was opened from the chevron side only. Device is returned without scratches or visual damage. There was no biological contamination on the device. The inner blade was rotating properly with no binding. Functionally, device was seated into m4 handpiece with no issues. During the testing blade was shaking excessively and confirmed the complaint. For further analysis, caliper was used to measure the amount of adhesive at proximal end of the outer hub and was within the specification. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.